Event description:
Rptr had right breast augmentation 6/28/90. In the fall of 1993, she suffered a viral infection that would not go away. During that time, she began experiencing simultaneous pains in both breasts & every joint in her body. The pain in her joints settled in both her knees and the lower part of her legs. She feared that she would become crippled, the pain was so severe. She started taking shark cartilage, cats claw, devil's claws & yucca herbs as she could not tolerate arthritis medication & she is able to walk well now. But she still suffers from pain & lameness if she sits for a long time. She has atypical neurological disorder, connective tissue disease, & chronic fatigue. She is treating her disorder. 7/94 & 2/95 arthritic specialists recommended that it is medically necessary to have her implants removed.